Event description:
Report received of air in line distal to the cassette with no pump alarm. It was not known what fluid was being delivered to the pt or what the pump settings were. According to the customer contact, the nurse noted approx 10 inches of air in the pt line distal to the cassette. There was no reported pump alarm. The nurse removed the pump from clinical service. The pt did not received any air into their IV site. There was no reported adverse pt event. Though requested, there was no further info available.